Event description:
It was reported that the purewick urine collection system was not suctioning. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via liberator on 14apr2023, stated that the purewick urine collection system was not working for the patient and said that they were misinformed and the product was misrepresented. Representative provided troubleshooting steps and went over proper placement of the wicks, reshaping of the wicks. Representative asked whether the patient moved through the night and the patient said they did but no one told the patient about this. Per follow up via phone on 05may2023, customer showed concern with design that it needs to be attached better and they should be able to roll around in sleep without it moving. Customer stated machine was making a bubbling noise and asked representative to listen and also stated hospital version seems like it was better and home version was not comparable. Customer was concerned with aggressive type men calling to sell products and should not have men calling women about sticking stuff in your private parts.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect/ missing translation; missing instructions". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "intended users the purewick¿ urine collection system is intended to be operated by: ¿ user/patient ¿ caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use the purewick¿ urine collection system is to be used with purewick¿ external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick¿ urine collection system with purewick¿ external catheters on individuals with urinary retention. Safety and warnings always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via liberator on 14apr2023, stated that the purewick urine collection system was not working for the patient and said that they were misinformed and the product was misrepresented. Representative provided troubleshooting steps and went over proper placement of the wicks, reshaping of the wicks. Representative asked whether the patient moved through the night and the patient said they did but no one told the patient about this.